Manufacturer narrative:
The reported event that cannulated compression screw was alleged of 'not functional' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much possibly inadequate use during insertion (unknown complication as no further detailed information could be obtained). The device inspection revealed the following: it is clearly visible that the entire screw is badly damaged. Both parts are still connected to each other but jammed up though. The outer part and both inner hex (of the blue ring as well as the yellow screw body) are clearly badly damaged / deformed. Some damages were surely caused during extraction as there were some difficulties, what the problems were during insertion is unknown. Note that no damages could be noticed on the very front of the compression screw. Note from the ¿90-07542 rev 1 twinfix optech¿: selection of a screw shorter than the measured length is recommended. This guarantees that the head of the screw can be submerged sufficiently beneath the level of the cortex and the tip of the screw will not impact on the end of the drill hole in the proximal fragment and force the fracture apart. The screwdriver is locked when inserting the screw (coupling pushed completely forward both blue and yellow rings are visible), so that the screw head and screw foot turn simultaneously. When the reamer below the head reaches the cortex, a certain degree of precompression of the fragments occurs. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The corresponding wick drilling was carried out, the screw was introduced, at the height of the proximal thread the compression system failed. Extraction therefor was difficult. Extracted with hemostat. Stryker instrumental technique was used for cx.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The corresponding wick drilling was carried out, the screw was introduced, at the height of the proximal thread the compression system failed. Extraction therefor was difficult. Extracted with hemostat. Stryker instrumental technique was used for cx..